Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a pocket infection occurred. A factor that may have led or contributed to the issue was the patient may have had bad hygiene. Explant was planned for (B)(6) 2019. The issue was not resolved and the patient was "alive - no injury." The event date was asked and unknown. There were no further complications reported at this time.